Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: there is no known lot number for this part, therefore a manufacturing record evaluation cannot be performed. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image. The image in the document was reviewed, and the complaint condition can be confirmed, one of the nail distal locking screws can be seen to have backed out. Based on analysis from medical safety officer, this condition was likely caused by the bone condition of the patient and not the device. There is no known lot number for this part, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a revision surgery was performed to tighten/ reinsert distal screws that backed out of the rfna implant postoperatively. Non union distal femur fracture also occured. The distal screws of the rfna nail backed out post operatively during the healing process and prior to any weight bearing. Another procedure was needed to reinsert the distal screws of the rfna. No further information provided. This report is for one (1) unk - screws: nail distal locking. This is report 2 of 2 for (B)(4).